Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was first received april 29th from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/ pelvic floor. It was reported that the patient was getting code 2702 in the recharger app. Patient services reviewed resetting the recharger multiple times then reset the recharger while on the dock. After resetting the recharger while on the dock the patient was able to connect to the ins. The troubleshooting steps that were taken on the call resolved the issue. There were no device issues reported, and no further patient complications reported at this time. May 18th the manufacturer's rep reports the patient is out of town and so it was not possible to obtain the recharger logs. Patient states their equipment won't connect to anything now. When patient (pt) goes to recharge, it says it won't find it. Pt then states they scan the code and it still shows not found. Patient services had patient try manually scanning in the code after seeing not found and gives the option to switch recharger on the call. Then sees not found again and to switch recharger. Patient services had pt close all of apps and restart handset. Patient also reset the recharger and afterwards, pt says the power button is blinking red. Patient services had pt put the recharger in the dock and pt tried connecting from the app to the recharger. Pt states seeing 2702. Patient services consulted with tech services and went through the process one more time of making sure all apps are closed out, communicator is off, and pt only taps on recharger application. Patient also tried resetting recharger one more time. Pt tried to connect to recharger while in the dock and got recharger is inactive. Pt then took recharger out of dock, powered on recharger and then saw 2702 error code when attempting to reconnect again. The issue was not resolved through troubleshooting and so the recharging equipment was replaced. On may 18th the patient called in again and reported they feel stimulation even though they think their stimulation is turned off. Pt also mentioned they didn't think their handset/communicator was communicating with implant. Patient services walked pt through communicating with device and pt reports seeing por (power on reset). Pt reports por makes sense since they were having trouble charging. However, pt states it's strange that the stimulation is off yet they are still feeling stimulation when they are full of bowels. The patient was redirected to their healthcare provider to further address the issue. On may 22nd the rep was asked whether the por cleared and is the patient able to recharge as expected with the new recharging equipment and stated that the last time they were with the patient in clinic the recharger and programmer worked fine with the micro implant. They had not investigated the residual stimulation, no other actions were taken.